Manufacturer narrative:
(B)(4). Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device had reverted to safety mode with limited critical therapy still available. The patient experienced a near-syncope event on the same day, which boston scientific technical services (ts) indicated could be related to the devices unipolar pacing and sensing configuration. The issue was observed via the patients home monitoring system and then the patient came into the office. The device was subsequently explanted and replaced the following day. As part of the device replacement reporting information, the device was also indicated to have exhibited premature battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device had reverted to safety mode with limited critical therapy still available. The patient experienced a near-syncope event on the same day, which boston scientific technical services (ts) indicated could be related to the devices unipolar pacing and sensing configuration. The issue was observed via the patients home monitoring system and then the patient came into the office. The device was subsequently explanted and replaced the following day. As part of the device replacement reporting information, the device was also indicated to have exhibited premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation.